Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15818. Reference MFR. Report: 1627487-2013-15819. The patient had 4 leads (2 from the same lot and 2 from different lots) implanted as part of is pns system (off-label). It was reported after the sjm representative reprogrammed the patient, he was experiencing tingling in his right temple. X-rays were to be taken as the next course of action.